Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the customer (daughter) obtained higher readings from the adc device compared to an hcp meter. The customer experienced sweating, loss of consciousness, and was taken to the hospital. A sensor reading of 169 mg/dl was compared to a hcp meter reading of 46 mg/dl and customer received unspecified treatment. The caregiver could not provide any treatment details. The results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant.